Event description:
It was reported that the patient experienced dizziness due to loss of capture on the right ventricle (rv) lead resulting in arrhythmia. Additionally, low pacing impedance was noted on the rv lead. Diagnostic imaging was performed and cardiac perforation by the rv lead was observed. The rv lead was explanted and replaced to resolve the event. No additional intervention was performed. The patient was in stable condition.